Manufacturer narrative:
Investigation: sample received: 1 open and contaminated unit. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) of this code-batch. There are no units in our stock. We have received one open and used sample for analysis. It has not been possible to determine the cause of the blockage due to the polymerization of histoacryl glue. A visual inspection of the contaminated sample was conducted and there has been two observations for a possible cause of the blockage: presence of blood inside the catheter lumen at the beginning of the tip. Histoacryl glue starts a rapid polymerization in contact with blood, which may have caused a clog and blockage of the device. Presence of histoacryl glue in-between the union of the catheter and luer lock. Catheter may have been detached from the luer-lock component during use. Nevertheless, without any closed sample we cannot carry out an analysis in order to take a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil b. Braun surgical requirements. Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K111959. When additional information becomes available a follow up report will be submitted.

Event description:
It was reported the glue polymerizes. The reporter indicated that the glue polymerizes the applicator luer lock connection with the syringe.